Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007.the devices were evaluated in the field and the issue was confirmed; two devices had worn components, five devices had broken/damaged components, and one device had a component with an alignment issue. The devices were repaired and returned.there was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 8 malfunction events, where it was reported the fowler or jack was drifting. There was no patient involvement.